Event description:
It was reported to boston scientific corp 04/29/2009, that a prolieve thermodilatation system, refurbished was used during a benign prostatic hyperplasia (bph) procedure. Reportedly the pump was not achieving the specified range of pressure at the maximum pump setting. There were no visible leaks in the system, and the pump sounded normal. The treatment was completed with this device with no pt complications. Note: the event, as reported, did not reflect an MDR-reportable scenario; however, eval of the device revealed an MDR-reportable malfunction of rf reading out-of-range. This MFR report is submitted based on the eval results.

Manufacturer narrative:
The device was serviced at the customer site, therefore it was not returned to the MFR. The field service engineer cleaned the I/o tower pcb fingers. He then tested the pump with sample tubing and the pump jaws did not stay firmly closed. He replaced the pump head and ran a full functional test. The initial rf reading was 47.25w, and was therefore reset to 49.98w. All tests passed and the system was then deemed fully functional. The complaint was confirmed, the pump jaws did not stay firmly closed on the pump head. (B)(4).